Event description:
It was reported that the images on the monitor of the 9800 system are too dark. It was also noted that the system has lift problems and a temperature error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the high voltage cable and the vertical lift power supply ps3. The system was tested and found to be working as intended and placed back into service.